Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device is not being returned, it was discarded. The device is not available for physical evaluation and hence this complaint cannot be confirmed. Furthermore, no lot number and the product code was supplied which precludes conducting a device history record review or a lot specific search in the depuy synthes mitek complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2018-50446.

Event description:
It was reported that during an arthroscopic rotator cuff repair, during setup of the fms pump, when the run stop button was press to prime the tubing the chamber filled up with fluid and tubing did not prime correctly. The tubing was replaced and same thing happened again. The tubing was replaced again and the machine appeared to function correctly and was used for the procedure without incident. Patient was fine post-surgery. 5 minutes delay in surgery. No adverse event to the patient. Product specialist will send the products to medifix for repair.